Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "upon extubation the device broke inside patients mouth, from the pink airway mouth piece to the transparent tube. When attempted retrieval by pulling pressure gauge tubing, that broke too , leaving the oral part inside. The pink oral part was retrieved with a clamp. Fortunately , the patient woke up with no bad outcome or consequence."

Event description:
It was reported that: "upon extubation the device broke inside patient's mouth, from the pink airway mouthpiece to the transparent tube. When attempted retrieval by pulling pressure gauge tubing, that broke too, leaving the oral part inside. The pink oral part was retrieved with a clamp. Fortunately, the patient woke up with no bad outcome or consequence."

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "complaint samples was received. A broke joint airway tube with cuff and a broken joint between cuff spigot and inflation line was observed. A device history record for the lot was reviewed and there were no abnormalities with the complaint lot. All inspection points for both lots were meeting the specification required and no failure. The root cause for this complaint is considered "undetermined/unknown" as based on the complaint sample reviewed, the product came apart due to the component(cuff) was broken and not because of joint failure due to gluing. The cuff measurement for the impacted lot also reviewed and there was no measurement failure for the cuff used. A non-conformance is initiated to further evaluate the complaint despite the root cause for this complaint." Teleflex will continue to monitor and trend for reports of this nature.